Manufacturer narrative:
(B)(4). The device was discarded and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Wound re-suture is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA originally on 9/26/2016 (core ID ci1474912235115.4253964@fdsuv08639_te1 with MDR report number automatically assigned as 2032546-2015-00060) email received from FDA on 10/13/2016 in which stated to "please resubmit this report with the correct report number and email us the core ID to verify. Once we have verified that the correct report has been received, we will delete this erroneous report from our database." This emdr is being filed again as requested. A correction was unable to be filed as the MDR number was automatically assigned by the electronic MDR system and is not able to be changed. Re-submitted on 10/13/2016 though originally successfully reported on 9/26/2016.

Event description:
The surgeon initially reported that the istent procedure was aborted due to compromised visualization. Clinical follow-up was requested and on 9/6/2016 the surgeon provided the following additional event details. Due to the anterior location of the corneal incision there was significant wound gapping when using the istent inserter. The patient current status and prognosis was reported to be good. Additional follow-up was requested and on 9/26/2016 the surgeon provided the following details. The wound gapping did not require any treatment and did not result in any adverse impact to the patient. The adverse events were reported to have resolved.